Event description:
It was reported that after receiving a battery longevity estimate the physician commented that the estimate was "shorter that he thought". The implantable cardiac defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.